Event description:
During an angioplasty surgery, the cypher select plus stent was inserted into the lesion to be inflated and implanted. During inflation, the surgeon realized that it was not possible to properly fill the device with liquid contrast as it was supposed to do. The hub was checked and it was noted that there was a crack in the hub. The device was retrieved and a new one was used to carry out the procedure with no adverse pt consequences. The device was pulled from the packaging by the hub, but no anomalies were noted when the device was taken out of the package. The device was not resterilized. No difficulty was encountered connecting the hub to the indeflator device. The device was not torqued or steered by the hub.

Manufacturer narrative:
This device crb 13275 (lot 14067873) is distributed outside the united states; however, it is similar to the united states product cxs 13275. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.